Manufacturer narrative:
Device powered up properly after battery installation. No critical pump alarm noted. The pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Device failed the sleep current test due to moisture damage on the electronic assembly. Blank display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a open book image. The customer¿s blood glucose was unknown. Customer was swimming and insulin pump received open book image. Troubleshooting was performed for open book image. Insulin pump had whole screen was black. Insulin pump had moisture. Had pool therapy. The insulin pump will be returned for analysis.